Manufacturer narrative:
Please note that previous medwatch reports for this product may have been submitted for the manufacturing site (B)(4). As of 06/15/2010, that number was de-activated due to the site no longer being a manufacturer and until 2014 complaints related to these products were handled by (B)(4) and any medwatch reports were submitted under (B)(4) from 2014 and going forward complaints related to these products are to be handled by arjohuntleigh (B)(4) complaint handling establishment and any medwatch reports will be submitted under (B)(4). Additional information will be provided upon conclusions of the investigation.

Event description:
Arjohuntliegh received the customer complaint related to encore floor lift. It was indicated that the lift stopped working, when the caregiver was getting off the resident from the toilet. The user was lowered to floor. When she was sat upright, her shoulder appeared to be out of alignment. The arm stabilized and the resident was sent to emergency department. The exact scenario of event that lead to serious injury is unknown (the user facility cannot confirm if the resident was able to keep her body balance and she was correctly assessed as suitable for this kind of lift). Please be aware, that the lift was inspected by arjohuntleigh representative. There was no issue found related to functions of the device, there were only cosmetic defect which are not related to claimed event.

Manufacturer narrative:
An investigation was performed based on the gathered complaint information. Arjohuntleigh received the customer complaint related to encore floor lift. Initially it was indicated that "the caregiver had to catch the resident from hitting the ground" when the device reportedly stopped working during transfer of the resident from the toilet. After clarification of this information, it was established that the patient slid out of the sling, however the sling was still being attached on the spreader bar, safely securing the patient. The caregiver lowered the resident to the floor. When she was sat upright, her shoulder appeared to be out of alignment. The arm was stabilized by the caregiver staff and the resident was sent to the emergency department. The exact scenario of event that lead to serious injury is unknown. We tried to confirm if: the resident was able to keep her body balance, the resident was correctly assessed as suitable for this kind of lift, if the sling was correctly used, but the user facility could not confirm these information. It should be noted, that the encore is an active resident lift. The device is designed for patient who inter alia has some trunk stability and are able to bear weight on at least one leg and have a little capacity to support herself. What is more, according to the device instruction for use (kkx52180.us rev.3 from 2002), an assessment for each individual resident being lifted by the encore must be made by a medically qualified person. We suppose that the involved staff may not have been aware the requirement of the professional assessment of the patient before transfer as indicated in the instruction for use (IFU), which in turn makes it unlikely the professional judgment of the patient was taken into account before use. In the labelling there is a particular attention to the responsibility of the device owner to make sure that the device users are trained and knowledgeable of the contents of the labelling. When the IFU would have been followed and the professional assessment of the patient before transfer would be provided, the event would have been avoided. It will be recommended to re-train the customer facility staff responsible for conducting the medical assessment of the residents prior the lifting procedure. All collected facts bring us to the conclusion that the assessment of the resident was not performed before use of the device when reviewing similar reportable events for encore and similar devices, we have found a limited number of cases related to the failure: patient not suited for use with the device - note that this was the only relevant issue found according to the investigation findings. The occurrence rate of reportable complaints with this fault description is relatively low. In summary, the device was being used at the time of the event and played a role in the reported incident. Due to allegation that the device stopped working during the use, the system was not up to specification at the time of the incident. Please be aware that the lift was inspected by arjohuntleigh representative. There was no issue found regarding functionality of the device, there were only cosmetic defects which are not related to claimed event. We find this complaint to be reportable to the competent authority due to the reported outcome (serious injury).